Manufacturer narrative:
The insulin pump was received with corrosion damage noted on the electronic assembly however, no blank display was noted. The insulin pump powered up properly and all operating currents are within specifications. The insulin pump passed self test and displacement test. The insulin pump had broken battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that insulin pump was exposed to moisture due to customer being in the swimming pool. It was reported that as a result, display screen was blank. Customer's blood glucose was 284 mg/dl. Customer was advised that insulin pump would need to be replaced.